Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lv lead had poor sensing and capture. Testing revealed that the lv proximal pacing ws stimulating the left atrium inappropriately. During lv repositioning, stylet was stuck in lv lead. Lead was explanted and replaced.